Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent upon completion of investigation if device is received. (B)(4).

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy, after the sixth fire, the device was removed from the cavity. In order to detach reload, both toggles were pushed to open the jaws; however, the jaws did not open. Several attempts were made to unload the reload and open the jaws. The second attempt to push down the unload button succeeded and the reload was detached. At this point, the reload indicator was flashing, and the status indicators were illuminated blue. A new device was used to correct the problem. It is unknown if reinforcement material was used. There was no delay in surgery or patient harm reported.

Manufacturer narrative:
(B)(4). Devices egiaadapt and egia60amt have been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4). Device evaluation complete. Device evaluation summary: post market vigilance (pmv) led an evaluation of one stapler with one reload opened by the account. Visual inspection of the cartridge revealed that the reload was fully fired. The eeprom was uploaded and indicated (B)(4) autoclave cycles for the adapter. Disassembly of the reload noted that the lockout slider block was damaged. Upon reassembly of the adapter, no visual or functional abnormalities were noted for the adapter or reload. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the damaged adapter components and defective handle circuit board. Replication of the damage seen on the lockout slider block is consistent with a user attempting to fire a sulu when one is not fully attached. When the block becomes jammed it can prevent the lockout cam block and sulu load link from returning to its resting state. This damage may also result in false reload detection. Based on the product analysis, there was insufficient evidence to determine if the failure was attributed to the reported event. The reported conditions related to the difficult loading, phantom reload detection, and light sequence to replace the reload were confirmed. The condition related to jaws not opening could not be confirmed. The file was concluded to be a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.